Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomaly was noted during testing. The pump functioned properly. The pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call of hospitalized low readings and over delivery from the insulin pump. The customer stated that he had low readings and passed out. The customer's blood glucose reading was 31 mg/dl. The customer was hospitalized for hypoglycemia. The customer was treated with emergency squeeze and IV injections. The customer stated that the pump also over delivered. The customer was assisted with the upload of carelink. The customer was advised to monitor blood glucose until replacement pump arrives.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.